Manufacturer narrative:
The device manufacture date is unk at the time of this report. Suspect part has not yet been returned to manufacturer for evaluation.

Event description:
A certified surgical tech (cst) reported during a spine procedure that the navlock driver shaft was bent when placing the first pedicle screw. The surgeon continued the case with a non-navigated driver. There was no impact to the pt.